Event description:
It was reported that the care giver (cg) reconnected the previously disconnected heater bag to the heater line while the home patient (hp) was still connected to the patient line during dwell 1 of 4. The technical service representative (tsr) had the cg press stop on the homechoice (hc), disconnect the hp and end the therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is not available; therefore, a device analysis cannot be completed. This is a report where the care giver (cg) reconnected the previously disconnected heater bag to the heater line while the home patient (hp) was still connected to the patient line. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.